Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that insulin was leaking where the tubing starts. The customer's glucose went up to 400mg/dl, and the customer went to an urgent care center. The customer experienced thirst and ketones in the urine. The customer was nine months pregnant and wanted to check the unborn child. Troubleshooting was declined as customer already change the leaking infusion set. No further information was provided.